Event description:
Failure of an IV pump on a pt resulting in temporary hypotension. Bodyguard 121 IV pump began alarming "restart pump" and would not provide any infusion; IV pump had to be turned off and back on. Once restarted, using the previous settings, it immediately gave the same alarm. IV tubing was switched to the second channel and started. The second channel almost immediately began alarming "restart pump" again. After restarting the pump a third time, we had no further issues with the pump during transport. During this time, the pt became hypotensive, and blood pressure stability was lost, levophed infusion was running. FDA safety report ID# (B)(4).